Event description:
Reporter indicated a vns therapy patient has had five drop attack seizures in three months and myoclonic clusters four to five times a week. The patient was given ativan given once in three months. Additional information indicated the patient's seizures have now begun to "decrease some - every other day has a cluster of myoclonic jerks." The relationship of the seizures to the patient's pre-vns baseline is unknown. Diagnostics revealed the generator's elective replacement indicator reads "yes" and the dcdc code is 0. Review of programming revealed the patient's dcdc code has been 0 since implantation without fluctuation. Good faith attempts to obtain additional information have been unsuccessful up to date.